Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set blood is not flowing through tubes properly. The following information was provided by the initial reporter: customer states they are having issues with blood not flowing through the tubing.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set blood is not flowing through tubes properly. The following information was provided by the initial reporter: customer states they are having issues with blood not flowing through the tubing.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.